Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after working out with the pump against her body and sweating. Her blood glucose level was 360 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose level had lowered to 267 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.